Event description:
Number 10 bard parker knife blade broke in half. Both pieces were retrieved and matched. X-ray was done to ensure no retained metal prior to cementing prosthesis. X-ray read as negative by radiologist.